Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found before use with a bd vacutainer® k2e 10.8mg plus blood collection tubes. The following information was provided by the initial reporter, "one tube with black particles inside tube was found before blood collection."

Manufacturer narrative:
H.6. Investigation summary bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for embedded foreign matter on the tube with the incident lot was observed. Additionally, evaluation of the customer samples was performed and embedded foreign matter on the tube was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that foreign matter was found before use with a bd vacutainer® k2e 10.8mg plus blood collection tubes. The following information was provided by the initial reporter, "one tube with black particles inside tube was found before blood collection."